Event description:
It was reported to philips that does not pass daily tests, when proceeding to the load of 150j (regardless of whether it is done from the paddle or from the panel button) the equipment shows message "defibrillator disarmed." Patient involvement information is currently unknown, but no reported adverse event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intrepid indicating that device failed daily test when loading the 150j energy, device prompts "shock aborted" even shock buttons were pushed. Patient involvement remains unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.